Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered an incorrect carb ratio rate into their pump settings due to user error. On (B)(6) 2024, the customer experienced an elevated blood glucose (bg) level of 390 mg/dl and attempted to address the elevated bg with a manual injection of insulin and subsequently went to the emergency room (ER). While in the ER, the customer was treated with intravenous fluids of saline and insulin to address the issue. The customer was released from the ER on (B)(6) 2024 with the issue resolved and no permanent damage. Tandem technical support guided the customer through correcting the carb ratio to address the issue and the customer continued to use the pump for insulin therapy.